Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event requiring emt response after forgetting to announce a dinner meal and announcing late, which led to insulin delivery and subsequent hypoglycemia while using the ilet system. Symptoms included hypoglycemia with confusion or disorientation, dizziness, and shaking or tremors. Outcomes included the need for oral glucose treatment, after which glucose returned to range, and no transport was required. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and characterized the event as a use-of-device problem; no specific device component issue was identified. The user received troubleshooting and education not to announce meals late to avoid unintended correction dosing. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.